Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) during a neck surgery. The patient heard an alert after recovering from the neck surgery. A check on the device yielded that all the recorded episodes were consistent with electromagnetic interference (emi) and noise. The noise seen in episodes were consistent with electro-cautery noise and is coherent. It appears that the device was not properly managed for the medical procedure. The device remains in use. No further patient complications have been reported as a result of this event.